Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached. The distal segment of the lead was returned and analyzed.

Event description:
It was reported the lead had low impedance. The lead was replaced and later removed (two years later). No patient complications have been reported as a result of this event.